Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a vertical cup and pain. Update rec'd 4/27/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal ions and metallosis. Update 8/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate increased metal ions (no labs). No revision operative note was provided. The stem is being added to the complaint. The complaint was updated on: 9/17/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.